Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 441 mg/dl. The patient noted that their battery cap was broken when they woke up. Troubleshooting was declined for the high blood glucose due to the broken battery cap. No symptoms or treatments of the high blood glucose were mentioned. The insulin pump was not returned for analysis.